Manufacturer narrative:
On 1/22/2021, the bwi product analysis lab identified a hole at the pebax on the complaint device. The product investigation was subsequently completed. Device evaluation details: upon receipt, the catheter was visually inspected and it was found a hole at the pebax and reddish material inside it, helix metals are exposed. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. The force issue could be related to the reddish material inside due to the hole observed in the pebax. A manufacturing record evaluation was performed for the finished device 30433363m number, and no internal action related to the complaint was found during the review. The customer complaint regarding the force issue was confirmed. The root cause of the failure force sensor cannot be determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax with reddish material inside and the helix metals exposed. During the procedure, high force readings were identified during ablation. The catheter cable was replaced and the issue remained. The catheter was replaced and the issue resolved. No patient consequences were reported. The high force issue is not MDR-reportable. The hole in the pebax is MDR-reportable.

Manufacturer narrative:
In the initial 3500a report, a recall number was incorrectly provided. This device and event are not related to the recall provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).